Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an (B)(6) trial patient. The patient reported that she was suffering from blisters where the lead was placed in her back. The patient noted that she had visited her healthcare professional who saw the blisters and prescribed her antibiotics.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.